Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to use during a percutaneous transluminal angioplasty of an arteriovenous shunt, the outer spring coil of a micropuncture transitionless access set's wire stretched at the tip as it was removed from the packaging. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, prior to use during a percutaneous transluminal angioplasty of an arteriovenous shunt, the outer spring coil of a micropuncture transitionless access set's wire stretched at the tip as it was removed from the packaging. The device was stored on a hanger within a storage cabinet. There was no damage to the package. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, quality control data, and specifications. The complainant returned one unused micropuncture transitionless access set to cook for investigation. Physical examination of the returned device showed that the wire guide coil was severely elongated, with the distal 2 cm and solder tip still intact. Cook¿s visual inspection results of the complainant device are consistent with the reported failure mode. There was no evidence from the device failure analysis that the complaint device was manufactured out of specification. A review of the device history record found one non-conformance potentially related to the reported failure mode. Because all nonconforming product was scrapped, there are 100% inspections to capture this nonconformance, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, and cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded shipping/handling contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 26jan2021 and was inadvertently omitted from the initial MDR. The device was stored on a hanger within a storage cabinet. There was no damage to the package.

Manufacturer narrative:
Corrected information: see b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.